Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours. The patient noticed insulin leaking and when removed from the insertion site (leg) it was noticed that the cannula was not visible and did not deploy from the pod. As treatment, the patient gave manual injections using an insulin pen. The pod has been discarded.

Manufacturer narrative:
The pod was received deployed. Download data shows device delivered 74 pulses and completed a bolus outside of the priming sequence before being deactivated. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours. The patient noticed insulin leaking and when removed from the insertion site (leg) it was noticed that the cannula was not visible and did not deploy from the pod. As treatment, the patient gave manual injections using an insulin pen. The pod has been discarded.